Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, vascular occlusion, and dusky colour are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, ischemia and skin discoloration: "undesirable effects: medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site. Warnings: ¿ do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the lips. Patient was given ice both prior to injection and after injection. On the next day, the patient's "left side upper lip swollen from vascular occlusion." About 3 weeks later, the patient was treated with hylase and massage for "obvious swelling and dusky colour" of the patient's lip after being reviewed via (B)(6) by a doctor. Healthcare professional noted that they feel the patient needs additional treatment with juvéderm® since the lips are "deflated unevenly after the hylase treatment." Symptoms have resolved.